Event description:
On (B)(6) 2010, a gore hybrid vascular graft was implanted for an av access application. The procedure was performed in the patient's left upperarm connecting the gore hybrid vascular graft to a previous av graft from the brachial artery to the axillary vein. On (B)(6) 2010, an angioplasty was done to declot the graft near axillary vein.

Manufacturer narrative:
Method: review of the device manufacturing record history. Results: review of device manufacturing record history confirmed device met pre-release specifications.